Manufacturer narrative:
This medwatch is sent to give the conclusion of this case. The product remain implanted . Therfore, no examination was possible. The review of the device history records and tracebility show no evidence on a device issue that may have impacted this event . Based on the surgeon discription that the issue is probably not related to the prothesis , the review of the device history records and the reccurence of this event , the investigation found no evidence on a device issue . However regarding the lack of avialable information and the fact that the device was not returned for examination , the exact root cause remain undetermined. If additional information was received that add a value on this case , another report will be sent .

Event description:
Mobi-c p&f us : revision due to migration and pain. This case is about a two level mobi-c revison . Confirmation of both level revised was made upon receiption of the sales order . Two separtes reports were sent for each level. During the revison surgery , the prothesis was not explanted and fusion system was added to alleviate dynamic component. The sales order was received on september 2018 allowed to review the device history records and tracebility of the alleged device. Severals attempts were made to have more details about this case . No information received . Based on the seurgeon evaluation , this case is not device related.

Manufacturer narrative:
The sales order was received on (B)(6) 2018 and found that it was a two level implantation with two lot number. This new medwatch report has been created for the second lot involved ( mb3555 lot 5265432). The initial medwatch report ( report number : 3004788213 - 2017 - 00124 ) has been updated to add additional informations and cover one of the lots ( mb3555 lot 5253433). The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Device was still implanted.

Event description:
Mobi-c p&f us: revision due to subsidence and persistent/progressive neurologic. A surgery was performed on (B)(6) 2016 for a two level implantation. Due to a persistent/progressive neurologic, a revision was performed on (B)(6) 2017 by other surgeon. No implant removal, only addition of a supplemental fixation: c4-6 posterior spinal fixation (fusion). This event is probably not device related according to the surgeon. Additional information requested on patient state of health.